Event description:
It was reported that while testing a bd max¿ system, bd max¿ instrument had a false positive result. The following information was provided by the initial reporter: false positives and unr due to reader drift. Run 348, 383 and 392 were analyzed. Negative drift on 585; 630 - positive drift 680 in all interleaved runs. Flat adc curves in 585 turn positive after normalization. Issue from case (B)(4) is still present; low false positives of cryptosporidium. There was no report of confirmatory testing. No patient impact was reported.

Manufacturer narrative:
PMA / 510(k)#: there were multiple 510k numbers reported to be involved: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing a bd max¿ system, bd max¿ instrument had a false positive result. The following information was provided by the initial reporter: false positives and unr due to reader drift. Run 348, 383 and 392 were analyzed. Negative drift on 585; 630 - positive drift 680 in all interleaved runs. Flat adc curves in 585 turn positive after normalization. Issue from case (B)(4) is still present; low false positives of cryptosporidium. There was no report of confirmatory testing. No patient impact was reported.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had a "false positive." Customer reported that they receiving recurring suspected false positive results for the cryptosporidium target on rox (585/630) optic in the epp assay. Field service has escalated these recurring epp false positives for further investigation. Field service observed that reader renormalization and a normalization correction in the 585/630 (rox) channel does not correct the false positive issue. This instrument complaint was added to an open escalation project. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 06may2021. Service history review was performed for the instrument (B)(6) and one additional work order was observed on 24mar2022 for the complaint failure mode reported . No samples were expected to be received by quality for investigation and thus, returned sample analysis is not performed. The complaint is confirmed by service. The root cause cannot be determined with the information provided. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.